Event description:
A dynaflex device was implanted, date not provided. The entire device was removed from the patient on 05/26/97, reason not indicated. An ambicor device was implanted. Ams has requested additional information.